Manufacturer narrative:
Correction: please retract this report 2938836-2017-13682 as new information noting the device was explanted in 2020 revealed that this complaint was in regards to a device with a different serial number, which was reported in 2938836-2017-12822.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed. The device was explanted and replaced. No further information was provided.